Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly, the interface pcb assembly, and the power/system pcba cable assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed the device power off by itself; thereafter the customer¿s device was unable to power back on. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed the device power off by itself; thereafter the customer¿s device was unable to power back on. There was no patient use associated with this event.